Manufacturer narrative:
It is unknown if the end caps were missing upon receipt of the bed unit or during use. The facility stated that the assist rails were moved from bed to bed, not necessarily applied to the bed that it was shipped with, they could not provide any information relating to the date code for the rails. It has been determined that should the malfunction recur, the device would be likely to cause or contribute to a death or serious injury.

Event description:
Dealer stated that a facility reported that the ihrailae-dlx assist rail on an ihsc900dlx bed was missing the end caps.